Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was found to be damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the photograph provided revealed that the evaqua material was torn. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the reported damage was most likely caused by the tubing being pulled. All flexitrunk infant nasal tubings are visually inspected and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.